Event description:
Customer reports incorrectly oriented images. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B) (4).